Event description:
It was reported that the patient received inappropriate shocks delivered on the right ventricular (rv) lead. Noise resulting in oversensing, decreased pacing and defibrillation impedance, decreased sensing, and increased capture thresholds were observed on the rv lead. Lead damage was suspected; however, no anomalies were observed on diagnostic imaging. The rv lead was capped and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that inappropriate shock was due to incorrect interpretation of signal on the device.